Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2011. This medical device implant in now manufactured by bayer, formally conceptus inc. My lot number is 50683857. My model number is ess305. This device has a three year self life, however I do not hav that expiration date. This is a list of my side effects and symptoms that I have experienced due to essure. Fatigue, swelling, vomiting, itch, gain weight, headache, numbness, symptom of stroke, migraine, feel dizzy, metal taste in the mouth, back pain, pelvic pain, arrhythmias, cramps, joint pain, abscesses, tooth pain, tingle, sting, shortness og breath, dry eyes hair graying, heavy periods. I've been seen by many doctors. No one knows, what's going on. It has been excluded embolism, rheumatic, fibromyalgia, cancer.... The device is still inside of me. Sadly....